Event description:
Serve allergic reaction to the byd-n95 niosh particulate respirator, USA cdc + FDA registered and approved for medical use within the USA. Sold to hospitals. Niosh tc-84a-9221 purchased from (B)(4) at (B)(4). FDA safety report ID # (B)(4).